Event description:
On (B)(6) 2012, the lay user/patient's pharmacist contacted lifescan from (B)(6) alleging an apply sample issue with the one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved at the time of troubleshooting since the products were not available. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed an apply sample issue with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. Serial number information was not provided.